Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to dizziness. A device evaluation was done which showed the device was at end of life (eol) battery status and was at vvi 50 ppm. There was concern that the device battery depleted sooner than anticipated as patient's check in the summer showed one year remaining on the battery. Surgical intervention was performed and the device was successfully replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as the field representative reported the hospital staff disposed of it before it could be retrieved.